Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment pump module area and on the exterior of the cassette when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette during the last drain. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The peritoneal dialysis registered nurse (pdrn) was advised to revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient was treated with an unspecified prophylactic antibiotic via intraperitoneal administration (unknown strength, dose, and frequency). The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler is available and expected to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was initiated and completed without failures. Found motor a stalling. No fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test, valve actuation test, and a patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment pump module area and on the exterior of the cassette when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette during the last drain. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The peritoneal dialysis registered nurse (pdrn) was advised to revert the patient to alternate treatment options. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient was treated with an unspecified prophylactic antibiotic via intraperitoneal administration (unknown strength, dose, and frequency). The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler is available and expected to be returned to the manufacturer for physical evaluation.